Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun medwatch mandatory and voluntary report that, on an unknown date, a 1.2 micron filter, clave y site was found to have cracked during patient use. The report stated: ¿patient had a double lumen PICC. Tpn was infusing through lumen 1 and lipids infusing through lumen 2. Patient had labs ordered, so both lumens were saline locked, and labs obtained. Rn began reattaching tpn and il to appropriate lumens and when attaching lipids, the luer lock completely slid off the tubing and cracked, making it impossible to reattach the lipids. Only 9 ml left to infuse so lipids discontinued.¿ the event occurred at the hospital user facility. The originally intended procedure was to reattach infusions after labs were drawn. There was no patient harm reported.